Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no alarm transfer to the central unit in the cardiac intensive care unit at 10:40pm on (B)(6) 2017 in room 3. They did not hear the alarm for 9 seconds, and the patient was no longer breathing; the patient was resuscitated. The customer tested the monitor with an alarm simulator, and it was okay. The device was in clinical use at the time of the reported incident.